Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2016-02281 / 1825034-2016-04168).

Event description:
It was reported by the patient's legal representative that the patient underwent a hip revision procedure approximately six years post-implantation due to a loose cup, fluid around the hip, thigh pain, limping, and elevated cobalt chromium ion levels. This report is based on allegations set forth in patients notice and the allegations therein are unverified.